Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were removed due to infection and that the lead was "sticking out of the patient's body". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. The visual summary analysis of the lead indicated apparent explant damage.